Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead exhibited loss of capture (loc) with the rate/sense portion of the lead, secondary to av node ablation. This rv lead was partially surgically abandoned as a result. The patient did develop a hematoma post-surgery. Otherwise there were no reported patient symptoms beyond the early surgical intervention.

Manufacturer narrative:
To date, information suggests that this lead remains implanted and will not be returned for analysis. The investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.